Event description:
The sales rep advised that the patient is having problems involving skin irritation when wearing he leads. The patient stopped using them for 36 hours to see if it cleared but as soon as they were put back on the back and neck started itching including the entire incision. The patient broke out in red bumps on the back. The patient was called and left a message. 63b electrodes were shipped to the patient. The patient called and advised that the electrodes irritated her skin, stated that her skin was burning and itchy. She changed the electrodes very 3 days and rotated the position on her skin. She wears them on her back and neck. State she does have sensitive skin, she cleans the area with dove soap, she spoke with her doctor and was given ammonium lactate 12% lotion. She advised the patient to take a break in treatment until her skin is completely healed then conduct a time test with the 63b electrodes.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment. Ebi will continue to monitor for trends.